Event description:
It was reported by the plaintiff's attorney that on (B)(6) 2003, the plaintiff was implanted with an ams sparc sling system to treat stress urinary incontinence. The plaintiff's attorney alleged that the plaintiff "suffered serious bodily injuries, including, but not limited to, extreme pain, and urinary difficulties and other injuries." The plaintiff's attorney also alleged that the plaintiff "experienced significant mental and physical pain and suffering and she has sustained permanent injury."

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.